Event description:
The user facility reported that the device saw was stuck and they oiled it and saw dirt coming out of it prior to surgical procedure. There was no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device saw was stuck and they oiled it and saw dirt coming out of it prior to surgical procedure. The procedure was completed successfully, there was no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.